Event description:
It was reported that during a first mtp procedure to the patients foot, the tip of a threaded titanium screw broke and remains in the patient¿s bone. According to the reporter, the surgeon placed the bb-taks through the plate into the metatarsal and phalangal bones and drilled a k-wire and subsequent cannulated 2.0mm drill. The surgeon tried to implant the 26mm cannulated screw which hit the bb-tak and broke; not retrieved. The surgeon then tried to implant a 28mm screw and it broke as well; not retrieved. The plate was secured with 3 locking screws and 2 cortical screws. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient's weight was requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely causes of this type of event are improper bone preparation, applying excessive force to the screw during implantation and/or inserting the screw that is not co-axial to the pilot hole. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.